Event description:
On 8/28 at 8/a, the pt's blood glucose on her one touchbasic meter was 108 mg/dl. Based upon this result, no medication was provided. At 9:30/a, she began experiencing tremors and seizures. Her vitals checked out fine by the home health nurses. The pt's physician was contacted and he advised transporting the pt to the hosp. Although it was believed the pt suffered a heart attack, all tests proved negative. It was determined that the seizures were the result of elevated blood glucose, with a lab measurement of 1492 mg/dl. The pt was admitted to ICU and treated with "200 bags of r." A calibration test performed on the meter after hosp admission failed with a result of 108 outside of the labeled range. Of 64-87. No control solution tests are performed.